Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker's battery is depleting prematurely. A longevity analysis was performed to the device which confirmed that longevity had been decreasing in a small timeframe. Percentage power consumption comparison showed a high consumption. Patient is not in atrial fibrillation, so premature battery depletion is consistent with advisory. Device was explanted and returned to boston scientific. No additional adverse patient effects were reported.